Manufacturer narrative:
Upon completion of the investigation it was noted that an excessive amount of material seen on one side of the pcb capsule is white urethane adhesive used for potting. And it is a small residual amount that was not cleaned thoroughly. The lot number was not reported; therefore, a review of the device history records was not possible. No further action is required. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
It was reported that it was found the foreign material like white glue was adhered to the connection cable socket on (B)(6) 2017. The device was delivered to the customer in this june. There was no adverse consequence to the patient. No further information was provided by hospital.